Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely via merlin.net transmission, undersensing on the atrial channel was observed. The patient experienced shortness of breath. It was not known if the cause was due to the device or patient's respiratory condition. Programming changes were made.